Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of device breakage ("left insert had migrated in the abdomen, in peritoneal retropubic space/ distal fragment not seen /displaced on left, slightly further in the distal portion of the uterine tube along 8 to 10 mm / abnormal locations of the three essure inserts"), device dislocation ("left insert had migrated in the abdomen, in peritoneal retropubic space/ distal fragment not seen /displaced on left, slightly further in the distal portion of the uterine tube along 8 to 10 mm / abnormal locations of the three essure inserts"), the first episode of device breakage ("on the right, the appearance of metallic essure filamen is slightly fragmented in the proximal portion"), back pain ("pain worsened, incapacitating lower back pain/ major lower back pain, aggravated during menstrual periods and highly incapacitating/ chronic lumbar pain") and pelvic pain ("pelvic pain on left, described as pangs, stitches/ frequent pelvic pain, tenderness on the left") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure rolled up in the right uterine cornua" on (B)(6) 2015. The patient's past medical history included hypothyroidism in 1993. Prior to placement of essure inserts, no particular medical history apart from hypothyroidism. Previously administered products included for hypothyroidism: levothyrox 125 (levothyroxin sodium) and indication: hypothyroidism in 1997. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pollakiuria ("pollakiuria"). On (B)(6) 2013, 1 month 25 days after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2013, the patient experienced adverse event ("certain number of unusual disturbances"). On (B)(6) 2014, the patient experienced the first episode of device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced the second episode of device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced myalgia ("muscle pain"). In (B)(6) 2014, the patient experienced back pain (seriousness criteria disability and intervention required). On (B)(6)-2014, the patient experienced arthralgia ("pain in elbow and left hand"). On (B)(6)-2014, the patient experienced intervertebral disc disorder ("disc disease at l5-s1"). On (B)(6)2014, the patient experienced bone pain ("marked pain in iliac crest"). On an unknown date, the patient experienced gastrointestinal disorder ("gastrointestinal disorder"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorder") and general physical health deterioration ("health status progressively deteriorated"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure inserts). Essure was removed on (B)(6) 2015. At the time of the report, the last episode of device breakage, device dislocation, adverse event, urinary tract infection, pollakiuria, arthralgia, bone pain, intervertebral disc disorder, myalgia, gastrointestinal disorder, ear disorder, nasal disorder, pharyngeal disorder and general physical health deterioration outcome was unknown, the back pain was resolving and the pelvic pain had resolved. The reporter considered adverse event, arthralgia, back pain, bone pain, device dislocation, ear disorder, gastrointestinal disorder, general physical health deterioration, intervertebral disc disorder, myalgia, nasal disorder, pelvic pain, pharyngeal disorder, pollakiuria, urinary tract infection, the first episode of device breakage and the second episode of device breakage to be related to essure. The reporter commented: operative report from (B)(6) 2013: the procedure was apparently performed with no difficulties. Bilateral placement of essure inserts with no difficulties. Seven trailing spires on right. Three trailing spires on left. In late (B)(6) 2013, the patient started to experience a certain number of unusual disturbances that she had never experienced previously. Reported worsening of symptoms that she describes since placement of essure inserts in(B)(6) 2013. From (B)(6) 2014 to (B)(6) 2015, she was prescribed on several occasions with pain-killers, anti-inflammatories and muscle relaxants to relieve her pain, in particular lumbar pain. Prescriptions for sessions of physiotherapy were reported in addition. Starting on (B)(6) 2014 (prescription for 20 sessions of physiotherapy), she was regularly seen by a physiotherapist due to dorsal-lumbar pain. On (B)(6) 2014, doctor prescribed re-education sessions. (B)(6) 2014, prescription for 15 sessions of dorsal-lumbar re-education. On(B)(6) 2014, she had a session with an osteopath. Operative report from (B)(6) 2015: tubal orifices well visualized on left, not seen on right, with essure rolled up in the uterine cornua. Removal of essure on right using forceps. Bilateral salpingectomy with bipolar forceps: the essure insert was present in the left uterine tube. Removal of essure insert in the left peritoneal retropubic space. Following the procedure, reported health improved. Pelvic pain resolved and dorsal-lumbar pain gradually regressed. Plaintiff suffered considerably due to wearing of the inserts and was particularly incapacitated during those two years. Therefore the plaintiff has decided to file an application with the courts to request the designation of an expert capable of adjudicating on the errors that could have hindered her treatment and on the causal relationship between the essure inserts, as well as their position, and her various symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2013: appearance of uterine cervix (normal) nuclear magnetic resonance imaging - on (B)(6) 2014: disc disease at l5-s1; on (B)(6) 2015: little dorsal-lumber spine normal x-ray - on (B)(6) 2014: no abnormalities for strong lumbar pai relevant history included: regular pap smears and repeated mammographies and regular gynaecological follow-up. On (B)(6) 2013 repeat plain film of abdomen was prescribed, as well as various tests, i.e. Urine cultures, cultures on vaginal swab and antibiogram. On (B)(6) 2014, plain film of abdomen was performed to check positioning of essure inserts. The examination found: ¿the metallic essure filaments appear to be normally placed on the left. On the right, the appearance is slightly fragmented in the proximal portion. On (B)(6) 2014, hysterosalpingography showed: "essure inserts correctly positioned on right, displaced on left, slightly further in the distal portion of the uterine tube, but the tube is occluded. The findings of the two examinations were considered contradictory. On (B)(6) 2014, hysterosalpingography was performed. (B)(6) 2014 pelvic ultrasound showed: trailing spires well visualised in the right uterine horn and along the uterine tube. Trailing spires well visualised in the left uterine horn but along 8 to 10 mm. Distal fragment not seen. Diagnostic laparoscopy was proposed to remove the distal fragment of essure insert. On (B)(6) 2014 reading of plain film of abdomen found two inserts particularly far from one another, even though they are in the pelvic position. A different reading of the hysterography found: hysterography showed the right insert in place, bilateral tubal obstruction, however on the left, the insert is located at a distance from the uterine cavity. It is probably intra-abdominal. On (B)(6) 2014, she underwent cytology, which showed: ¿cytology showing abundant superficial eosinophilic and intermediate squamous epithelial cells, with no agglutination or angular edges.¿ the examination was nevertheless considered to be normal. On (B)(6) 2014, plain film of abdomen showed: ¿the essure inserts are clearly visible in the tubes on the right and the left. Normal distribution of digestive tract shadows. Integrity of bone structures. On (B)(6) 2015, histological examination of the uterine tubes found them to be ¿without dysplasia.¿ the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)-2018 for the following meddra pts (excluding this case): device breakage: 2356 cases were identified. Device dislocation: 3296 cases were identified. Back pain: 509 cases were identified. Pelvic pain: 10848 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: case (B)(4) was identified as duplicate of this case. All the information of case (B)(4) was transferred to this case: the patient is part of the class action of the resist association. Gastrointestinal disorder, health status progressively deteriorated and ent disorders were added as event. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left insert had migrated in the abdomen, in peritoneal retropubic space/ distal fragment not seen /displaced on left, slightly further in the distal portion of the uterine tube along 8 to 10 mm / abnormal locations of the three essure inserts'), back pain ('pain worsened, incapacitating lower back pain/ major lower back pain, aggravated during menstrual periods and highly incapacitating/ chronic lumbar pain'), pelvic pain ('pelvic pain on left, described as pangs, stitches/ frequent pelvic pain, tenderness on the left'), urinary tract infection ('urinary tract infection') and multiple episodes of device breakage ('left insert had migrated in the abdomen, in peritoneal retropubic space/ distal fragment not seen /displaced on left, slightly further in the distal portion of the uterine tube along 8 to 10 mm / abnormal locations of the three essure inserts', 'on the right, the appearance of metallic essure filamen is slightly fragmented in the proximal portion') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure rolled up in the right uterine cornua" on (B)(6) 2015. The patient's medical history included vulvovaginal human papilloma virus infection (treated with laser) in 2002, hypothyroidism in 1993, nulliparous, pap smear abnormal (performed regularly), mammogram (repeatedly), tobacco user (for a long time), candida albicans infection, gravida and termination of pregnancy - elective (aspiration - when she was 23 years old). Plaintiff had no particular medical history apart from hypothyroidism prior to placement of essure inserts. Relevant history included regular gynaecological follow-up. Previously administered products included for hypothyroidism: levothyrox 125 (levothyroxin sodium); for an unreported indication: qlaira from 2010 to 2013, jasminelle in 2008 and mercilon in 2004. Past adverse reactions to the above products included breast pain with mercilon. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pollakiuria ("pollakiuria"). On (B)(6) 2013, the patient experienced urinary tract infection (seriousness criterion medically significant), 1 month 25 days after insertion of essure. In (B)(6) 2013, the patient experienced adverse event ("certain number of unusual disturbances"). On (B)(6) 2014, the patient experienced the first episode of device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced the second episode of device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced myalgia ("muscle pain"). In (B)(6) 2014, the patient experienced back pain (seriousness criteria disability and intervention required). On (B)(6) 2014, the patient experienced arthralgia ("pain in elbow and left hand"). On (B)(6) 2014, the patient experienced intervertebral disc disorder ("disc disease at l5-s1"). On (B)(6) 2014, the patient experienced bone pain ("marked pain in iliac crest"). On an unknown date, the patient experienced gastrointestinal disorder ("gastrointestinal disorder"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorder"), general physical health deterioration ("health status progressively deteriorated"), abdominal pain ("abdominal pain with warm sensation"), pelvic pain female ("stabbing and permanent pains"), fatigue ("heavy physical and moral fatigue"), musculoskeletal disorder ("difficulty to move, to carry things, to bend down, to catch items in high places / strange posture"), irritability ("irritability at work") and gait disturbance ("difficulty to walk"). The patient was treated with baclofen (miorel), nsaids, paracetamol (doliprane) and surgery (bilateral salpingectomy and removal of the essure inserts). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, the last episode of device breakage, adverse event, urinary tract infection, pollakiuria, arthralgia, bone pain, intervertebral disc disorder, myalgia, gastrointestinal disorder, ear disorder, nasal disorder, pharyngeal disorder, general physical health deterioration, abdominal pain, pelvic pain female, fatigue, musculoskeletal disorder, irritability and gait disturbance outcome was unknown, the back pain was resolving and the pelvic pain had resolved. The reporter considered abdominal pain, adverse event, arthralgia, back pain, bone pain, device dislocation, ear disorder, fatigue, gait disturbance, gastrointestinal disorder, general physical health deterioration, intervertebral disc disorder, irritability, musculoskeletal disorder, myalgia, nasal disorder, pelvic pain, pharyngeal disorder, pollakiuria, urinary tract infection, the first episode of device breakage, pelvic pain female and the second episode of device breakage to be related to essure. The reporter commented: operative report from (B)(6) 2013: the procedure was apparently performed with no difficulties. Bilateral placement of essure inserts with no difficulties. Seven trailing spires on right. Three trailing spires on left. In late (B)(6) 2013, the patient started to experience a certain number of unusual disturbances that she had never experienced previously. Reported worsening of symptoms that she describes since placement of essure inserts in (B)(6) 2013. From (B)(6) 2014 to (B)(6) 2015, she was prescribed on several occasions with pain-killers, anti-inflammatories and muscle relaxants to relieve her pain, in particular lumbar pain. Prescriptions for sessions of physiotherapy were reported in addition. Starting on (B)(6) 2014 (prescription for 20 sessions of physiotherapy), she was regularly seen by a physiotherapist due to dorsal-lumbar pain. On (B)(6) 2014, doctor prescribed re-education sessions. (B)(6) , prescription for 15 sessions of dorsal-lumbar re-education. On (B)(6) 2014, she had a session with an osteopath. Operative report from (B)(6) 2015: tubal orifices well visualized on left, not seen on right, with essure rolled up in the uterine cornua. Removal of essure on right using forceps. Bilateral salpingectomy with bipolar forceps: the essure insert was present in the left uterine tube. Removal of essure insert in the left peritoneal retropubic space. Following the procedure, reported health improved. Pelvic pain resolved and dorsal-lumbar pain gradually regressed. Plaintiff suffered considerably due to wearing of the inserts and was particularly incapacitated during those two years. Therefore the plaintiff has decided to file an application with the courts to request the designation of an expert capable of adjudicating on the errors that could have hindered her treatment and on the causal relationship between the essure inserts, as well as their position, and her various symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: the metallic essure filaments appear to be normally placed on the left. On the right, the appearance is slightly fragmented in the proximal portion; on (B)(6) 2014: two inserts particularly far from one another, even though they are in the pelvic position. A different reading of the hysterography found: hysterography showed the right insert in place, bilateral tubal obstruction, however on the left, the insert is located at a distance from the uterine cavity. It is probably intra-abdominal; on (B)(6) 2014: essure inserts are clearly visible in the tubes on the right and the left. Normal distribution of digestive tract shadows. Integrity of bone structures; on (B)(6) 2019: essure in place in pelvic projection, diffuse colonic stercoral stasis. Culture urine - on (B)(6) 2014: positive to e. Coli. Cytology - on (B)(6) 2014: abundant superficial eosinophilic and intermediate squamous epithelial cells, with no agglutination or angular edges. The examination was nevertheless considered to be normal. Gynaecological examination - on (B)(6) 2013: normal - appearance of uterine cervix.. Histology - on (B)(6) 2015: examination of the uterine tubes found them to be ¿without dysplasia¿. Hysterosalpingogram - on (B)(6) 2014: essure inserts correctly positioned on right, displaced on left, slightly further in the distal portion of the uterine tube, but the tube is occluded. The findings of the two examinations were considered contradictory. Nuclear magnetic resonance imaging - on (B)(6) 2014: disc disease at l5-s1; on (B)(6) 2015: little dorsal-lumber spine normal. Ultrasound pelvis - on (B)(6) 2014: trailing spires well visualised in the right uterine horn and along the uterine tube. Trailing spires well visualised in the left uterine horn but along 8 to 10 mm. Distal fragment not seen. Diagnostic laparoscopy was proposed to remove the distal fragment of essure insert. X-ray - on (B)(6) 2014: no abnormalities for strong lumbar pain. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-oct-2019: events (stabbing and permanent pains, difficulty to move, to carry things, to bend down, to catch items in high places / strange posture, irritability at work, difficulty to walk), lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device breakage ("on the right, the appearance of metallic essure filamen is slightly fragmented in the proximal portion"), device dislocation ("left insert had migrated in the abdomen, in peritoneal retropubic space/ distal fragment not seen /displaced on left, slightly further in the distal portion of the uterine tube along 8 to 10 mm / abnormal locations of the three essure inserts"), the second episode of device breakage ("left insert had migrated in the abdomen, in peritoneal retropubic space/ distal fragment not seen /displaced on left, slightly further in the distal portion of the uterine tube along 8 to 10 mm / abnormal locations of the three essure inserts"), back pain ("pain worsened, incapacitating lower back pain/ major lower back pain, aggravated during menstrual periods and highly incapacitating/ chronic lumbar pain"), pelvic pain ("pelvic pain on left, described as pangs, stitches/ frequent pelvic pain, tenderness on the left") and urinary tract infection ("urinary tract infection") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure rolled up in the right uterine cornua" on (B)(6) 2015. The patient's medical history included hypothyroidism in 1993 and nulliparous. Prior to placement of essure inserts, no particular medical history apart from hypothyroidism. Relevant history included regular pap smears, repeated mammographies and regular gynaecological follow-up. On (B)(6) 2013 pepeat plain film of abdomen was prescribed, as well as various tests, i.e. Urine cultures, cultures on vaginal swab and antibiogram. Previously administered products included for hypothyroidism: levothyrox 125 (levothyroxin sodium) and indication: hypothyroidism. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pollakiuria ("pollakiuria"). On (B)(6) 2013, the patient experienced urinary tract infection (seriousness criterion medically significant), 1 month 25 days after insertion of essure. In (B)(6) 2013, the patient experienced adverse event ("certain number of unusual disturbances"). On (B)(6) 2014, the patient experienced the first episode of device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced the second episode of device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced myalgia ("muscle pain"). In (B)(6) 2014, the patient experienced back pain (seriousness criteria disability and intervention required). On (B)(6) 2014, the patient experienced arthralgia ("pain in elbow and left hand"). On (B)(6) 2014, the patient experienced intervertebral disc disorder ("disc disease at l5-s1"). On (B)(6) 2014, the patient experienced bone pain ("marked pain in iliac crest"). On an unknown date, the patient experienced gastrointestinal disorder ("gastrointestinal disorder"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorder"), general physical health deterioration ("health status progressively deteriorated") and abdominal pain ("abdominal pain with warm sensation"). The patient was treated with baclofen (miorel), nsaids, paracetamol (doliprane) and surgery (bilateral salpingectomy and removal of the essure inserts). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, the last episode of device breakage, adverse event, urinary tract infection, pollakiuria, arthralgia, bone pain, intervertebral disc disorder, myalgia, gastrointestinal disorder, ear disorder, nasal disorder, pharyngeal disorder, general physical health deterioration and abdominal pain outcome was unknown, the back pain was resolving and the pelvic pain had resolved. The reporter considered abdominal pain, adverse event, arthralgia, back pain, bone pain, device dislocation, ear disorder, gastrointestinal disorder, general physical health deterioration, intervertebral disc disorder, myalgia, nasal disorder, pelvic pain, pharyngeal disorder, pollakiuria, urinary tract infection, the first episode of device breakage and the second episode of device breakage to be related to essure. The reporter commented: operative report from (B)(6) 2013: the procedure was apparently performed with no difficulties. Bilateral placement of essure inserts with no difficulties. Seven trailing spires on right. Three trailing spires on left. In late (B)(6) 2013, the patient started to experience a certain number of unusual disturbances that she had never experienced previously. Reported worsening of symptoms that she describes since placement of essure inserts in (B)(6) 2013. From (B)(6) 2014 to (B)(6) 2015, she was prescribed on several occasions with pain-killers, anti-inflammatories and muscle relaxants to relieve her pain, in particular lumbar pain. Prescriptions for sessions of physiotherapy were reported in addition. Starting on (B)(6) 2014 (prescription for 20 sessions of physiotherapy), she was regularly seen by a physiotherapist due to dorsal-lumbar pain. On (B)(6) 2014, doctor prescribed re-education sessions. (B)(6) 2014, prescription for 15 sessions of dorsal-lumbar re-education. On (B)(6) 2014, she had a session with an osteopath. Operative report from (B)(6) 2015: tubal orifices well visualized on left, not seen on right, with essure rolled up in the uterine cornua. Removal of essure on right using forceps. Bilateral salpingectomy with bipolar forceps: the essure insert was present in the left uterine tube. Removal of essure insert in the left peritoneal retropubic space. Following the procedure, reported health improved. Pelvic pain resolved and dorsal-lumbar pain gradually regressed. Plaintiff suffered considerably due to wearing of the inserts and was particularly incapacitated during those two years. Therefore the plaintiff has decided to file an application with the courts to request the designation of an expert capable of adjudicating on the errors that could have hindered her treatment and on the causal relationship between the essure inserts, as well as their position, and her various symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: results: the metallic essure filaments appear to be normally placed on the left. On the right, the appearance is slightly fragmented in the proximal portion.; on (B)(6) 2014: results: two inserts particularly far from one another, even though they are in the pelvic position. A different reading of the hysterography found: hysterography showed the right insert in place, bilateral tubal obstruction, however on the left, the insert is located at a distance from the uterine cavity. It is probably intra-abdominal.; on (B)(6) 2014: results: essure inserts are clearly visible in the tubes on the right and the left. Normal distribution of digestive tract shadows. Integrity of bone structures.. Culture urine - on (B)(6) 2014: positive to e. Coli. Cytology - on (B)(6) 2014: results: abundant superficial eosinophilic and intermediate squamous epithelial cells, with no agglutination or angular edges. The examination was nevertheless considered to be normal.. Gynaecological examination - on (B)(6) 2013: assessment: normal results: appearance of uterine cervix. Histology - on (B)(6) 2015: results: examination of the uterine tubes found them to be ¿without dysplasia.¿. Hysterosalpingogram - on (B)(6) 2014: results: essure inserts correctly positioned on right, displaced on left, slightly further in the distal portion of the uterine tube, but the tube is occluded. The findings of the two examinations were considered contradictory.. Nuclear magnetic resonance imaging - on (B)(6) 2014: results: disc disease at l5-s1; on (B)(6) 2015: results: little dorsal-lumber spine normal. Ultrasound pelvis - on (B)(6) 2014: results: trailing spires well visualised in the right uterine horn and along the uterine tube. Trailing spires well visualised in the left uterine horn but along 8 to 10 mm. Distal fragment not seen. Diagnostic laparoscopy was proposed to remove the distal fragment of essure insert.. X-ray - on (B)(6) 2014: results: no abnormalities for strong lumbar pai. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-feb-2019: reporter's information was updated and a new reporter was added. Patient's information was updated, new lab data and new treatment medications (nsaids, doliprane and miorel) were added. The event "abdominal pain" was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left insert migrated in the abdomen, in peritoneal retropubic space/ displaced on left, slightly further in the distal portion of the uterine tube along 8-10mm/ abnormal location of the 3 essure'), back pain ('pain worsened, incapacitating lower back pain/ major lower back pain, aggravated during menstrual periods and highly incapacitating/ chronic lumbar pain'), pelvic pain ('pelvic pain on left, described as pangs, stitches/ frequent pelvic pain, tenderness on the left'), urinary tract infection ('urinary tract infection') and multiple episodes of device breakage ('left insert migrated in the abdomen, in peritoneal retropubic space/ displaced on left, slightly further in the distal portion of the uterine tube along 8-10mm/ abnormal location of the 3 essure', 'on the right, the appearance of metallic essure filamen is slightly fragmented in the proximal portion') in a 44-year-old female patient who had essure (batch no. A78091 (left), a95859 (right)) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure rolled up in the right uterine cornua" on (B)(6) 2015. The patient's medical history included vulvovaginal human papilloma virus infection (treated with laser) in 2002, thyroidectomy in 1996, hypothyroidism in 1993, termination of pregnancy - elective (aspiration - when she was 23 years old curettage) in 1992, thyroid nodular in 1992, menarche in 1982, nulliparous, pap smear abnormal (performed regularly), mammogram (repeatedly), tobacco user (for a long time. (Tabagism weaned for 5 years: 10 cigarettes/day from 14 to 30 years old)), candida albicans infection, gravida, alcohol use, back pain (secondary to a spinal degenerative pathology), rheumatics (secondary to a spinal degenerative pathology) and degenerative arthritis spine. Plaintiff had no particular medical history apart from hypothyroidism prior to placement of essure inserts. Relevant history included regular gynaecological follow-up. Previously administered products included for hypothyroidism: levothyrox 125 (levothyroxin sodium); for an unreported indication: qlaira from 2010 to 2013, jasminelle in 2008, mercilon in 2004 and levothyrox 100 in 1996. Past adverse reactions to the above products included breast pain with mercilon. Concomitant products included diazepam from 2015 to 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced the first episode of device breakage (seriousness criteria hospitalization, medically significant and intervention required), the second episode of device breakage (seriousness criteria hospitalization, medically significant and intervention required) and complication of device insertion ("the fracture of the two inplants was directly related to a technical fault during their insertion"). In (B)(6) 2013, the patient experienced pollakiuria ("pollakiuria"). On (B)(6) 2013, the patient experienced the first episode of pelvic pain ("burn in the lower part of the belly on the left"). On (B)(6) 2013, the patient experienced urinary tract infection (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced adverse event ("certain number of unusual disturbances"). On (B)(6) 2014, the patient experienced back pain (seriousness criteria hospitalization, disability and intervention required) and neck pain ("punctual neck pain"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). In (B)(6) 2014, the patient experienced myalgia ("muscle pain") and the second episode of pelvic pain ("pelvic pain progressively appeared"). On (B)(6) 2014, the patient experienced musculoskeletal pain ("buttock pain"). On (B)(6) 2014, the patient experienced arthralgia ("pain in elbow and left hand"). On (B)(6) 2014, the patient experienced intervertebral disc disorder ("disc disease at l5-s1"). On (B)(6) 2014, the patient experienced bone pain ("marked pain in iliac crest"). On an unknown date, the patient experienced gastrointestinal disorder ("gastrointestinal disorder"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorder"), general physical health deterioration ("health status progressively deteriorated"), abdominal pain ("abdominal pain with warm sensation"), the third episode of pelvic pain ("stabbing and permanent pains"), fatigue ("heavy physical and moral fatigue"), musculoskeletal disorder ("difficulty to move, to carry things, to bend down, to catch items in high places / strange posture"), irritability ("irritability at work"), gait disturbance ("difficulty to walk"), vaginal discharge ("leukorrhoea") and anxiety ("anxiety"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with baclofen (miorel), nsaids, paracetamol (doliprane) and surgery (bilateral salpingectomy and removal of the essure inserts). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, the last episode of device breakage, complication of device insertion, urinary tract infection, adverse event, pollakiuria, arthralgia, bone pain, intervertebral disc disorder, myalgia, gastrointestinal disorder, ear disorder, nasal disorder, pharyngeal disorder, general physical health deterioration, abdominal pain, the last episode of pelvic pain, fatigue, musculoskeletal disorder, irritability, gait disturbance, vaginal discharge, anxiety, neck pain and musculoskeletal pain outcome was unknown, the back pain was resolving and the pelvic pain had resolved. The reporter considered abdominal pain, adverse event, anxiety, arthralgia, back pain, bone pain, complication of device insertion, device dislocation, ear disorder, fatigue, gait disturbance, gastrointestinal disorder, general physical health deterioration, intervertebral disc disorder, irritability, musculoskeletal disorder, musculoskeletal pain, myalgia, nasal disorder, neck pain, pharyngeal disorder, pollakiuria, urinary tract infection, vaginal discharge, the first episode of device breakage, the first episode of pelvic pain, pelvic pain, the second episode of device breakage, the second episode of pelvic pain and the third episode of pelvic pain to be related to essure. The reporter commented: operative report from (B)(6) 2013: the procedure was apparently performed with no difficulties. Bilateral placement of essure inserts with no difficulties. Seven trailing spires on right. Three trailing spires on left. In late (B)(6) 2013, the patient started to experience a certain number of unusual disturbances that she had never experienced previously. Reported worsening of symptoms that she describes since placement of essure inserts in (B)(6) 2013. From (B)(6) 2014 to (B)(6) 2015, she was prescribed on several occasions with pain-killers, anti-inflammatories, and muscle relaxants to relieve her pain, in particular lumbar pain. Prescriptions for sessions of physiotherapy were reported in addition. Starting on (B)(6) 2014 (prescription for 20 sessions of physiotherapy), she was regularly seen by a physiotherapist due to dorsal-lumbar pain. On (B)(6) 2014, doctor prescribed re-education sessions. (B)(6) 2014, prescription for 15 sessions of dorsal-lumbar re-education. On (B)(6) 2014, she had a session with an osteopath. Operative report from (B)(6) 2015: tubal orifices well visualized on left, not seen on right, with essure rolled up in the uterine cornua. Removal of essure on right using forceps. Bilateral salpingectomy with bipolar forceps: the essure insert was present in the left uterine tube. Removal of essure insert in the left peritoneal retropubic space. Following the procedure, reported health improved. Pelvic pain resolved and dorsal-lumbar pain gradually regressed. Plaintiff suffered considerably due to wearing of the inserts and was particularly incapacitated during those two years. Therefore, the plaintiff has decided to file an application with the courts to request the designation of an expert capable of adjudicating on the errors that could have hindered her treatment and on the causal relationship between the essure inserts, as well as their position, and her various symptoms. Medical expert for justice court report that madame t's pains are not solely attributable to implants fractured and migrated to the tubal end and in the uterine cavity. There are genuine low back pain and sciatica secondary to a spinal degenerative pathology. The cause of most of the pain caused by abnormal migration of essure implants is likely, it is estimated at 80%, for the period from (B)(6) 2014 until the consolidation date of (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Abdominal x-ray - on (B)(6) 2014: the metallic essure filaments appear to be normally placed on the left. On the right, the appearance is slightly fragmented in the proximal portion and on the left, fracture of the two implants suspected.; on (B)(6) 2014: two inserts particularly far from one another, even though they are in the pelvic position. A different reading of the hysterography found: hysterography showed the right insert in place, bilateral tubal obstruction, however on the left, the insert is located at a distance from the uterine cavity. It is probably intra-abdominal; on (B)(6) 2014: essure inserts are clearly visible in the tubes on the right and the left. Normal distribution of digestive tract shadows. Integrity of bone structures; on (B)(6) 2019: essure in place in pelvic projection, diffuse colonic stercoral stasis. Culture urine - on (B)(6) 2014: positive to e. Coli. Cytology - on (B)(6) 2014: abundant superficial eosinophilic and intermediate squamous epithelial cells, with no agglutination or angular edges. The examination was nevertheless considered to be normal. Gynaecological examination - on (B)(6) 2013: no clinical anomaly except leukorrhea.; on (B)(6) 2013: normal - appearance of uterine cervix. Histology - on (B)(6) 2015: examination of the uterine tubes found them to be ¿without dysplasia¿. Hysterosalpingogram - on (B)(6) 2014: essure inserts correctly positioned on right, displaced on left, slightly further in the distal portion of the uterine tube, but the tube is occluded. The findings of the two examinations were considered contradictory. It migrated and broke. The right implant seemed to be in place and not fragmented. On examination, uterine adenomyosis with an aspect of isthmic synechia was suspected that has not been described or diagnosed. Magnetic resonance imaging - on (B)(6) 2014: disc disease at l5-s1; on (B)(6) 2015: little dorsal-lumber spine normal. Ultrasound pelvis - on (B)(6) 2014: trailing spires well visualised in the right uterine horn and along the uterine tube. Trailing spires well visualised in the left uterine horn but along 8 to 10 mm. Distal fragment not seen. Diagnostic laparoscopy was proposed to remove the distal fragment of essure insert. Ultrasound scan - on (B)(6) 2014: ultrasound showed migration of the distal part of the left implant and the fragmentation of the left implant. The right implant remained in place. X-ray - on (B)(6) 2014: no abnormalities for strong lumbar pain. Lot number: a78091 manufacturing date: 2012/12 expiration date: 2015/12. Lot number: a95859 manufacturing date: 2013/01 expiration date: 2016/01. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 24-nov-2020: the following information were added: height and weight on patient details and spinal degenerative pathology on medical history. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left insert had migrated in the abdomen, in peritoneal retropubic space /displaced on left, slightly further in the distal portion of the uterine tube along 8 to 10 mm / abnormal locations of the three essure inserts'), back pain ('pain worsened, incapacitating lower back pain/ major lower back pain, aggravated during menstrual periods and highly incapacitating/ chronic lumbar pain'), pelvic pain ('pelvic pain on left, described as pangs, stitches/ frequent pelvic pain, tenderness on the left'), urinary tract infection ('urinary tract infection') and multiple episodes of device breakage ('left insert had migrated in the abdomen, in peritoneal retropubic space/ distal fragment not seen /displaced on left, slightly further in the distal portion of the uterine tube along 8 to 10 mm / abnormal locations of the three essure inserts', 'on the right, the appearance of metallic essure filamen is slightly fragmented in the proximal portion') in a 44-year-old female patient who had essure (batch no. A78091 (left), a95859 (right)) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure rolled up in the right uterine cornua" on (B)(6) 2015. The patient's medical history included vulvovaginal human papilloma virus infection (treated with laser) in 2002, thyroidectomy in 1996, hypothyroidism in 1993, termination of pregnancy - elective (aspiration - when she was 23 years old curettage) in 1992, thyroid nodular in 1992, menarche in 1982, nulliparous, pap smear abnormal (performed regularly), mammogram (repeatedly), tobacco user (for a long time. (Tabagism weaned since 5 years: 10 cigarettes/day from 14 to 30 years old)), candida albicans infection, gravida, alcohol use, back pain and rheumatics. Plaintiff had no particular medical history apart from hypothyroidism prior to placement of essure inserts. Relevant history included regular gynaecological follow-up. Previously administered products included for hypothyroidism: levothyrox 125 (levothyroxin sodium); for an unreported indication: qlaira from 2010 to 2013, jasminelle in 2008, mercilon in 2004 and levothyrox 100 in 1996. Past adverse reactions to the above products included breast pain with mercilon. Concomitant products included diazepam from 2015 to 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced the first episode of device breakage (seriousness criteria hospitalization, medically significant and intervention required), the second episode of device breakage (seriousness criteria hospitalization, medically significant and intervention required) and complication of device insertion ("the fracture of the two inplant's was directly related to a technical fault during their insertion"). In (B)(6) 2013, the patient experienced pollakiuria ("pollakiuria"). On (B)(6) 2013, the patient experienced the first episode of pelvic pain ("burn in the lower part of the belly on the left"). On (B)(6) 2013, the patient experienced urinary tract infection (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced adverse event ("certain number of unusual disturbances"). On (B)(6) 2014, the patient experienced back pain (seriousness criteria hospitalization, disability and intervention required) and neck pain ("punctual neck pain"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). In (B)(6) 2014, the patient experienced myalgia ("muscle pain") and the second episode of pelvic pain ("pelvic pain progressively appeared"). On (B)(6) 2014, the patient experienced musculoskeletal pain ("buttock pain"). On (B)(6) 2014, the patient experienced arthralgia ("pain in elbow and left hand"). On (B)(6) 2014, the patient experienced intervertebral disc disorder ("disc disease at l5-s1"). On (B)(6) 2014, the patient experienced bone pain ("marked pain in iliac crest"). On an unknown date, the patient experienced gastrointestinal disorder ("gastrointestinal disorder"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorder"), general physical health deterioration ("health status progressively deteriorated"), abdominal pain ("abdominal pain with warm sensation"), the third episode of pelvic pain ("stabbing and permanent pains"), fatigue ("heavy physical and moral fatigue"), musculoskeletal disorder ("difficulty to move, to carry things, to bend down, to catch items in high places / strange posture"), irritability ("irritability at work"), gait disturbance ("difficulty to walk"), vaginal discharge ("leukorrhoea") and anxiety ("anxiety"). The patient was hospitalized from (B)(6) 2015. The patient was treated with baclofen (miorel), nsaids, paracetamol (doliprane) and surgery (bilateral salpingectomy and removal of the essure inserts). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, the last episode of device breakage, complication of device insertion, urinary tract infection, adverse event, pollakiuria, arthralgia, bone pain, intervertebral disc disorder, myalgia, gastrointestinal disorder, ear disorder, nasal disorder, pharyngeal disorder, general physical health deterioration, abdominal pain, the last episode of pelvic pain, fatigue, musculoskeletal disorder, irritability, gait disturbance, vaginal discharge, anxiety, neck pain and musculoskeletal pain outcome was unknown, the back pain was resolving and the pelvic pain had resolved. The reporter considered abdominal pain, adverse event, anxiety, arthralgia, back pain, bone pain, complication of device insertion, device dislocation, ear disorder, fatigue, gait disturbance, gastrointestinal disorder, general physical health deterioration, intervertebral disc disorder, irritability, musculoskeletal disorder, musculoskeletal pain, myalgia, nasal disorder, neck pain, pharyngeal disorder, pollakiuria, urinary tract infection, vaginal discharge, the first episode of device breakage, the first episode of pelvic pain, pelvic pain, the second episode of device breakage, the second episode of pelvic pain and the third episode of pelvic pain to be related to essure. The reporter commented: operative report from (B)(6) 2013: the procedure was apparently performed with no difficulties. Bilateral placement of essure inserts with no difficulties. Seven trailing spires on right. Three trailing spires on left. In late (B)(6) 2013, the patient started to experience a certain number of unusual disturbances that she had never experienced previously. Reported worsening of symptoms that she describes since placement of essure inserts in (B)(6) 2013. From (B)(6) 2014 to (B)(6) 2015, she was prescribed on several occasions with pain-killers, anti-inflammatories and muscle relaxants to relieve her pain, in particular lumbar pain. Prescriptions for sessions of physiotherapy were reported in addition. Starting on (B)(6) 2014 (prescription for 20 sessions of physiotherapy), she was regularly seen by a physiotherapist due to dorsal-lumbar pain. On (B)(6) 2014, doctor prescribed re-education sessions. (B)(6) 2014, prescription for 15 sessions of dorsal-lumbar re-education. On (B)(6) 2014, she had a session with an osteopath. Operative report from (B)(6) 2015: tubal orifices well visualized on left, not seen on right, with essure rolled up in the uterine cornua. Removal of essure on right using forceps. Bilateral salpingectomy with bipolar forceps: the essure insert was present in the left uterine tube. Removal of essure insert in the left peritoneal retropubic space. Following the procedure, reported health improved. Pelvic pain resolved and dorsal-lumbar pain gradually regressed. Plaintiff suffered considerably due to wearing of the inserts and was particularly incapacitated during those two years. Therefore the plaintiff has decided to file an application with the courts to request the designation of an expert capable of adjudicating on the errors that could have hindered her treatment and on the causal relationship between the essure inserts, as well as their position, and her various symptoms. The proportion of pain related to fractured implants was 80%. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: the metallic essure filaments appear to be normally placed on the left. On the right, the appearance is slightly fragmented in the proximal portion and on the left, fracture of the two implants suspected.; on (B)(6) 2014: two inserts particularly far from one another, even though they are in the pelvic position. A different reading of the hysterography found: hysterography showed the right insert in place, bilateral tubal obstruction, however on the left, the insert is located at a distance from the uterine cavity. It is probably intra-abdominal; on (B)(6) 2014: essure inserts are clearly visible in the tubes on the right and the left. Normal distribution of digestive tract shadows. Integrity of bone structures; on (B)(6) 2019: essure in place in pelvic projection, diffuse colonic stercoral stasis. Culture urine - on (B)(6) 2014: positive to e. Coli. Cytology - on (B)(6) 2014: abundant superficial eosinophilic and intermediate squamous epithelial cells, with no agglutination or angular edges. The examination was nevertheless considered to be normal. Gynaecological examination - on (B)(6) 2013: no clinical anomaly except leukorrhea.; on (B)(6) 2013: normal - appearance of uterine cervix.. Histology - on (B)(6) 2015: examination of the uterine tubes found them to be ¿without dysplasia¿. Hysterosalpingogram - on (B)(6) 2014: essure inserts correctly positioned on right, displaced on left, slightly further in the distal portion of the uterine tube, but the tube is occluded. The findings of the two examinations were considered contradictory. It migrated and broke. The right implant seemed to be in place and not fragmented. On examination, uterine adenomyosis with an aspect of isthmic synechia was suspected that has not been described or diagnosed. Magnetic resonance imaging - on (B)(6) 2014: disc disease at l5-s1; on (B)(6) 2015: little dorsal-lumber spine normal. Ultrasound pelvis - on (B)(6) 2014: trailing spires well visualised in the right uterine horn and along the uterine tube. Trailing spires well visualised in the left uterine horn but along 8 to 10 mm. Distal fragment not seen. Diagnostic laparoscopy was proposed to remove the distal fragment of essure insert. Ultrasound scan - on (B)(6) 2014: ultrasound showed migration of the distal part of the left implant and the fragmentation of the left implant. The right implant remained in place. X-ray - on (B)(6) 2014: no abnormalities for strong lumbar pain. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: batch number, events ¿leukorrhoea, anxiety, burn in the lower part of the belly on the left, neck pain, buttock pain, pelvic pain progressively appeared, on the right, the appearance of metallic essure filamen is slightly fragmented in the proximal portion¿, medical history, historical drug, concomitant drug, lab data added. Seriousness criteria for hospitalization marked. Start date of the events ¿on the right, the appearance of metallic essure filamen is slightly fragmented in the proximal portion¿ and ¿left insert had migrated in the abdomen, in peritoneal retropubic space/ distal fragment not seen /displaced on left, slightly further in the distal portion of the uterine tube along 8 to 10 mm / abnormal locations of the three essure inserts¿ were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left insert migrated in the abdomen, in peritoneal retropubic space/ displaced on left, slightly further in the distal portion of the uterine tube along 8-10mm/ abnormal location of the 3 essure'), back pain ('pain worsened, incapacitating lower back pain/ major lower back pain, aggravated during menstrual periods and highly incapacitating/ chronic lumbar pain'), pelvic pain ('pelvic pain on left, described as pangs, stitches/ frequent pelvic pain, tenderness on the left'), urinary tract infection ('urinary tract infection') and multiple episodes of device breakage ('left insert migrated in the abdomen, in peritoneal retropubic space/ displaced on left, slightly further in the distal portion of the uterine tube along 8-10mm/ abnormal location of the 3 essure', 'on the right, the appearance of metallic essure filamen is slightly fragmented in the proximal portion') in a 44-year-old female patient who had essure (batch no. A78091 (left), a95859 (right)) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure rolled up in the right uterine cornua" on (B)(6) 2015. The patient's medical history included vulvovaginal human papilloma virus infection (treated with laser) in 2002, thyroidectomy in 1996, hypothyroidism in 1993, termination of pregnancy - elective (aspiration - when she was 23 years old curettage) in 1992, thyroid nodular in 1992, menarche in 1982, nulliparous, pap smear abnormal (performed regularly), mammogram (repeatedly), tobacco user (for a long time. (Tabagism weaned since 5 years: 10 cigarettes/day from 14 to 30 years old)), candida albicans infection, gravida, alcohol use, back pain and rheumatics. Plaintiff had no particular medical history apart from hypothyroidism prior to placement of essure inserts. Relevant history included regular gynaecological follow-up. Previously administered products included for hypothyroidism: levothyrox 125 (levothyroxin sodium); for an unreported indication: qlaira from 2010 to 2013, jasminelle in 2008, mercilon in 2004 and levothyrox 100 in 1996. Past adverse reactions to the above products included breast pain with mercilon. Concomitant products included diazepam from 2015 to 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced the first episode of device breakage (seriousness criteria hospitalization, medically significant and intervention required), the second episode of device breakage (seriousness criteria hospitalization, medically significant and intervention required) and complication of device insertion ("the fracture of the two inplants was directly related to a technical fault during their insertion"). In (B)(6) 2013, the patient experienced pollakiuria ("pollakiuria"). On (B)(6) 2013, the patient experienced the first episode of pelvic pain ("burn in the lower part of the belly on the left"). On (B)(6) 2013, the patient experienced urinary tract infection (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced adverse event ("certain number of unusual disturbances"). On (B)(6) 2014, the patient experienced back pain (seriousness criteria hospitalization, disability and intervention required) and neck pain ("punctual neck pain"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). In april 2014, the patient experienced myalgia ("muscle pain") and the second episode of pelvic pain ("pelvic pain progressively appeared"). On (B)(6) 2014, the patient experienced musculoskeletal pain ("buttock pain"). On (B)(6) 2014, the patient experienced arthralgia ("pain in elbow and left hand"). On (B)(6) 2014, the patient experienced intervertebral disc disorder ("disc disease at l5-s1"). On (B)(6) 2014, the patient experienced bone pain ("marked pain in iliac crest"). On an unknown date, the patient experienced gastrointestinal disorder ("gastrointestinal disorder"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorder"), general physical health deterioration ("health status progressively deteriorated"), abdominal pain ("abdominal pain with warm sensation"), the third episode of pelvic pain ("stabbing and permanent pains"), fatigue ("heavy physical and moral fatigue"), musculoskeletal disorder ("difficulty to move, to carry things, to bend down, to catch items in high places / strange posture"), irritability ("irritability at work"), gait disturbance ("difficulty to walk"), vaginal discharge ("leukorrhoea") and anxiety ("anxiety"). The patient was hospitalized from 8-mar-2015 to 10-mar-2015. The patient was treated with baclofen (miorel), nsaids, paracetamol (doliprane) and surgery (bilateral salpingectomy and removal of the essure inserts). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, the last episode of device breakage, complication of device insertion, urinary tract infection, adverse event, pollakiuria, arthralgia, bone pain, intervertebral disc disorder, myalgia, gastrointestinal disorder, ear disorder, nasal disorder, pharyngeal disorder, general physical health deterioration, abdominal pain, the last episode of pelvic pain, fatigue, musculoskeletal disorder, irritability, gait disturbance, vaginal discharge, anxiety, neck pain and musculoskeletal pain outcome was unknown, the back pain was resolving and the pelvic pain had resolved. The reporter considered abdominal pain, adverse event, anxiety, arthralgia, back pain, bone pain, complication of device insertion, device dislocation, ear disorder, fatigue, gait disturbance, gastrointestinal disorder, general physical health deterioration, intervertebral disc disorder, irritability, musculoskeletal disorder, musculoskeletal pain, myalgia, nasal disorder, neck pain, pharyngeal disorder, pollakiuria, urinary tract infection, vaginal discharge, the first episode of device breakage, the first episode of pelvic pain, pelvic pain, the second episode of device breakage, the second episode of pelvic pain and the third episode of pelvic pain to be related to essure. The reporter commented: operative report from (B)(6) 2013: the procedure was apparently performed with no difficulties. Bilateral placement of essure inserts with no difficulties. Seven trailing spires on right. Three trailing spires on left. In late (B)(6) 2013, the patient started to experience a certain number of unusual disturbances that she had never experienced previously. Reported worsening of symptoms that she describes since placement of essure inserts in (B)(6) 2013. From 28-apr-2014 to 26-aug-2015, she was prescribed on several occasions with pain-killers, anti-inflammatories and muscle relaxants to relieve her pain, in particular lumbar pain. Prescriptions for sessions of physiotherapy were reported in addition. Starting on (B)(6) 2014 (prescription for 20 sessions of physiotherapy), she was regularly seen by a physiotherapist due to dorsal-lumbar pain. On (B)(6) 2014, doctor prescribed re-education sessions. (B)(6) 2014, prescription for 15 sessions of dorsal-lumbar re-education. On (B)(6) 2014, she had a session with an osteopath. Operative report from (B)(6) 2015: tubal orifices well visualized on left, not seen on right, with essure rolled up in the uterine cornua. Removal of essure on right using forceps. Bilateral salpingectomy with bipolar forceps: the essure insert was present in the left uterine tube. Removal of essure insert in the left peritoneal retropubic space. Following the procedure, reported health improved. Pelvic pain resolved and dorsal-lumbar pain gradually regressed. Plaintiff suffered considerably due to wearing of the inserts and was particularly incapacitated during those two years. Therefore the plaintiff has decided to file an application with the courts to request the designation of an expert capable of adjudicating on the errors that could have hindered her treatment and on the causal relationship between the essure inserts, as well as their position, and her various symptoms. The proportion of pain related to fractured implants was 80%. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: the metallic essure filaments appear to be normally placed on the left. On the right, the appearance is slightly fragmented in the proximal portion and on the left, fracture of the two implants suspected.; on (B)(6) 2014: two inserts particularly far from one another, even though they are in the pelvic position. A different reading of the hysterography found: hysterography showed the right insert in place, bilateral tubal obstruction, however on the left, the insert is located at a distance from the uterine cavity. It is probably intra-abdominal; on (B)(6) 2014: essure inserts are clearly visible in the tubes on the right and the left. Normal distribution of digestive tract shadows. Integrity of bone structures; on (B)(6) 2019: essure in place in pelvic projection, diffuse colonic stercoral stasis. Culture urine - on (B)(6) 2014: positive to e. Coli. Cytology - on (B)(6) 2014: abundant superficial eosinophilic and intermediate squamous epithelial cells, with no agglutination or angular edges. The examination was nevertheless considered to be normal. Gynaecological examination - on (B)(6) 2013: no clinical anomaly except leukorrhea.; on (B)(6) 2013: normal - appearance of uterine cervix.. Histology - on (B)(6) 2015: examination of the uterine tubes found them to be ¿without dysplasia¿. Hysterosalpingogram - on (B)(6) 2014: essure inserts correctly positioned on right, displaced on left, slightly further in the distal portion of the uterine tube, but the tube is occluded. The findings of the two examinations were considered contradictory. It migrated and broke. The right implant seemed to be in place and not fragmented. On examination, uterine adenomyosis with an aspect of isthmic synechia was suspected that has not been described or diagnosed.. Magnetic resonance imaging - on (B)(6) 2014: disc disease at l5-s1; on (B)(6) 2015: little dorsal-lumber spine normal. Ultrasound pelvis - on (B)(6) 2014: trailing spires well visualised in the right uterine horn and along the uterine tube. Trailing spires well visualised in the left uterine horn but along 8 to 10 mm. Distal fragment not seen. Diagnostic laparoscopy was proposed to remove the distal fragment of essure insert. Ultrasound scan - on (B)(6) 2014: ultrasound showed migration of the distal part of the left implant and the fragmentation of the left implant. The right implant remained in place.. X-ray - on (B)(6) 2014: no abnormalities for strong lumbar pain. Lot number: a78091. Manufacturing date: 2012/12. Expiration date: 2015/12. Lot number: a95859. Manufacturing date: 2013/01. Expiration date: 2016/01. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of device breakage ("left insert had migrated in the abdomen, in peritoneal retropubic space/ distal fragment not seen /displaced on left, slightly further in the distal portion of the uterine tube along 8 to 10 mm / abnormal locations of the three essure inserts"), device dislocation ("left insert had migrated in the abdomen, in peritoneal retropubic space/ distal fragment not seen /displaced on left, slightly further in the distal portion of the uterine tube along 8 to 10 mm / abnormal locations of the three essure inserts"), the first episode of device breakage ("on the right, the appearance of metallic essure filamen is slightly fragmented in the proximal portion"), back pain ("pain worsened, incapacitating lower back pain/ major lower back pain, aggravated during menstrual periods and highly incapacitating/ chronic lumbar pain") and pelvic pain ("pelvic pain on left, described as pangs, stitches/ frequent pelvic pain, tenderness on the left") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure rolled up in the right uterine cornua" on (B)(6) 2015. The patient's past medical history included hypothyroidism in 1993. Prior to placement of essure inserts, no particular medical history apart from hypothyroidism. Previously administered products included for hypothyroidism: levothyrox 125 (levothyroxin sodium) and indication: hypothyroidism in 1997. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pollakiuria ("pollakiuria"). On (B)(6) 2013, 1 month 25 days after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2013, the patient experienced adverse event ("certain number of unusual disturbances"). On (B)(6) 2014, the patient experienced the first episode of device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced the second episode of device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced myalgia ("muscle pain"). In(B)(6) 2014, the patient experienced back pain (seriousness criteria disability and intervention required). On (B)(6) 2014, the patient experienced arthralgia ("pain in elbow and left hand"). On (B)(6) 2014, the patient experienced intervertebral disc disorder ("disc disease at l5-s1"). On(B)(6) 2014, the patient experienced bone pain ("marked pain in iliac crest"). The patient was treated with surgery (underwent bilateral salpingectomy and removal of the essure inserts). Essure was removed on (B)(6) 2015. At the time of the report, the last episode of device breakage, device dislocation, adverse event, urinary tract infection, pollakiuria, arthralgia, bone pain, intervertebral disc disorder and myalgia outcome was unknown, the back pain was resolving and the pelvic pain had resolved. The reporter considered adverse event, arthralgia, back pain, bone pain, device dislocation, intervertebral disc disorder, myalgia, pelvic pain, pollakiuria, urinary tract infection, the first episode of device breakage and the second episode of device breakage to be related to essure. The reporter commented: operative report from (B)(6) 2013: the procedure was apparently performed with no difficulties. Bilateral placement of essure inserts with no difficulties. Seven trailing spires on right. Three trailing spires on left. In late (B)(6) 2013, the patient started to experience a certain number of unusual disturbances that she had never experienced previously. Reported worsening of symptoms that she describes since placement of essure inserts in (B)(6) 2013. From (B)(6) 2014 to (B)(6) 2015, she was prescribed on several occasions with pain-killers, anti-inflammatories and muscle relaxants to relieve her pain, in particular lumbar pain. Prescriptions for sessions of physiotherapy were reported in addition. Starting on (B)(6) 2014 (prescription for 20 sessions of physiotherapy), she was regularly seen by a physiotherapist due to dorsal-lumbar pain. On (B)(6) 2014, doctor prescribed re-education sessions. (B)(6) 2014, prescription for 15 sessions of dorsal-lumbar re-education. On (B)(6) 2014, she had a session with an osteopath. Operative report from (B)(6) 2015: tubal orifices well visualized on left, not seen on right, with essure rolled up in the uterine cornua. Removal of essure on right using forceps. Bilateral salpingectomy with bipolar forceps: the essure insert was present in the left uterine tube. Removal of essure insert in the left peritoneal retropubic space. Following the procedure, reported health improved. Pelvic pain resolved and dorsal-lumbar pain gradually regressed. Plaintiff suffered considerably due to wearing of the inserts and was particularly incapacitated during those two years. Therefore the plaintiff has decided to file an application with the courts to request the designation of an expert capable of adjudicating on the errors that could have hindered her treatment and on the causal relationship between the essure inserts, as well as their position, and her various symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2013: appearance of uterine cervix (normal) nuclear magnetic resonance imaging - on (B)(6) 2014: disc disease at l5-s1; on (B)(6) 2015: little dorsal-lumber spine normal x-ray - on (B)(6) 2014: no abnormalities for strong lumbar pai relevant history included: regular pap smears and repeated mammographies and regular gynaecological follow-up. On (B)(6) 2013 repeat plain film of abdomen was prescribed, as well as various tests, i.e. Urine cultures, cultures on vaginal swab and antibiogram. On (B)(6) 2014, plain film of abdomen was performed to check positioning of essure inserts. The examination found: "the metallic essure filaments appear to be normally placed on the left. On the right, the appearance is slightly fragmented in the proximal portion. On (B)(6) 2014, hysterosalpingography showed: "essure inserts correctly positioned on right, displaced on left, slightly further in the distal portion of the uterine tube, but the tube is occluded. The findings of the two examinations were considered contradictory. On (B)(6) 2014, hysterosalpingography was performed. (B)(6) 2014 pelvic ultrasound showed: trailing spires well visualised in the right uterine horn and along the uterine tube. Trailing spires well visualised in the left uterine horn but along 8 to 10 mm. Distal fragment not seen. Diagnostic laparoscopy was proposed to remove the distal fragment of essure insert. On (B)(6) 2014 reading of plain film of abdomen found two inserts particularly far from one another, even though they are in the pelvic position. A different reading of the hysterography found: hysterography showed the right insert in place, bilateral tubal obstruction, however on the left, the insert is located at a distance from the uterine cavity. It is probably intra-abdominal. On (B)(6) 2014, she underwent cytology, which showed: "cytology showing abundant superficial eosinophilic and intermediate squamous epithelial cells, with no agglutination or angular edges." The examination was nevertheless considered to be normal. On (B)(6) 2014, plain film of abdomen showed: "the essure inserts are clearly visible in the tubes on the right and the left. Normal distribution of digestive tract shadows. Integrity of bone structures. On (B)(6) 2015, histological examination of the uterine tubes found them to be "without dysplasia." The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 19-sep-2017 for the following meddra preferred terms: 1. Device breakage: the analysis in the global safety database revealed 1734 cases. 2. Device dislocation: the analysis in the global safety database revealed 1512 cases. 3. Back pain: the analysis in the global safety database revealed 348 cases. 4. Pelvic pain: the analysis in the global safety database revealed 4187 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.